Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the customer experienced adhesive issues involving five infusion sets. All of which fell off during use and the infusion set detachment was associated with hyperglycemia, after which a correction bolus was administered via the pump.